Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Button error alarm wasn't verified due to blank display anomaly. The device had minor scratches on the lcd window, cracked case near display window corners.

Event description:
Customer reported via phone, she went in the pool with insulin pump for about five minutes. Customer inserted a new batter and now the device is alarming button error. Customer wasn't sure of her blood glucose at the time. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.